Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The ht pilot 200 guide wire would not advance in the non-abbott guiding catheter. A new ht pilot 200 guide wire was advanced without issue through the same catheter without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Returned device analysis revealed a tear in the polymer coating on the tip of the guide wire.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty during advancement through the guiding catheter was not able to be confirmed. The tear noted at the very distal tip of the guide wire may have been due to interaction with associated devices. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.